Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.see manufacture report number 3004209178-2017-82149 for reservoir.

Event description:
The customer's mother reported via phone call, customer was having issues with the insulin pump and the reservoirs. Seven or 8 reservoirs were filling with air bubble through the night, started treating with manual injections. Customer was changing out the set due to high blood glucose of 420 mg/dl. During troubleshooting for the reservoir and high blood glucose customer's mother mentioned the customer was hospitalized on (B)(6) 2016 due to high blood glucose and air bubble issues. Customer went to three different hospitals for three days and was not admitted the first two due to not being in dka. Customer was then admitted on the third hospital due to borderline dka. Troubleshooting was performed on the device and it passed the self-test. Customer's mother declined troubleshooting for no delivery and low blood glucose levels. Customer is not returning the insulin pump for analysis.